Event description:
On (B)(6). 2023 (B)(6). Employee of intuvie, was told by (B)(6). Orally, employee of antietam oncology, that she has 300161 and 701747 ¿ one is a system error and the other won¿t stay on even after battery change. Please send monday arrival for replacements. Nobody ever clarified which issue went with which pump. No further details provided. Unsure if a patient was involved in either pump. On 7/6/2023, infutronix received a report that this pump has had an unknown error, which could cause delay in treatment. Device was returned.

Manufacturer narrative:
This complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. This complaint is being closed to be investigated under the CAPA.